Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events; 3 events were reported for this quarter. Product return status; 3 devices were evaluated based on historical data analysis. Additional information; 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. Events had patient involvement; no patient impact.